Event description:
No additional event information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Review of the most recent repair record determined the motor was working intermittently and the needle bearing, spring seal, and various screws were damaged. The motor, needle bearing, spring seal, endcap, neckpiece, and various screws were replaced and resolved the reported issue. Device is used for treatment. Review of complaint history identified additional similar complaints for the reported item(s)/part family and no additional complaints for the reported part and lot combination(s). Complaints are monitored through monthly complaint review in order to identify potential adverse trends. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an evaluation of this device is completed, a follow-up/final report will be submitted. (B)(6).

Event description:
It was reported that the dermatome had problems with functioning due to lacks in current supply, meaning that there is a problem with the power supply cord. Occurred one day before surgery and there was therefore no patient involvement. No adverse events were reported as a result of this malfunction.